Event description:
It was reported that the patient was getting incomplete telemetry when a personal therapy manager (ptm) bolus was attempted. Different environments were tried at the doctor¿s office and the ptm was still displaying the poor communication screen was still being displayed. The patient was not getting a good connection with the ptm. When the reporter was later asked what the cause of the telemetry issue was, it was noted that there wasn¿t one. On (B)(6) 2015, the patient had withdrawal or withdrawal symptoms and the pump delivered 2 boluses. On this date, the patient was ice fishing and, at around 12pm, he started having a metallic taste and around 4pm it was getting worse. Because it was the weekend, the patient was unable to call the physician, but he had oral medication because he had gone through withdrawal before. It was also reported that the patient had issues at refills as well. The patient received a refill and then started going through withdrawal symptoms. The next day, if during the week, he would go back in. At this time, medication was withdrawn, the pump was refilled with new medication, and the patient was fine. This happened at the patient¿s last refill on (B)(6) 2014 and the patient went home and started feeling withdrawal symptoms. The following day, he went back and had his pump refilled with new medication. On the date of the initial report, the patient went into the physician¿s office. A motor stall was reported to have occurred. However, the motor stall was not confirmed. A healthcare provider (hcp) told the patient that there was a stall before a manufacturer representative was present. However, the manufacturer representative then interrogated the pump and the logs showed no motor stall. Pump interrogation did not show any additional error logs. The logs showed that ptm boluses were given at the time that the pump was claimed to be stalling. On the same date, dye and rotor studies were performed. The dye study confirmed that the catheter was patent with no disconnects. The rotor study confirmed that the pump was functioning. There was no motor stall. Even after that, the patient¿s family was convinced that a motor stall occurred. However, the patient was stating the ¿something happened¿. The patient¿s family was also convinced that a motor stall occurred. There was no report of the patient seeing the ptm code indicating a motor stall while requesting a bolus. Additional information indicated that a pump problem had occurred. It was indicated that x-rays were also done. The patient was also not getting good pain relief. He also experienced flu-like symptoms, specified as nausea and diarrhea, a headache, sweating/diaphoresis, and a funny smell. The patient also experienced underdose symptoms, specified has feeling pain where he normally didn¿t when the pump was working. On (B)(6) 2015, a manufacturer representative spoke with the patient and the issues with the pump were discussed. It was noted that the patient was currently on anxiety medication because he was unsure if his pump was working properly. He was to follow up with his physician to schedule an explant. There was no physical proof of a non-functional pump. The patient status at the time of the initial report was indicated to be ¿a live-no injury¿. As of (B)(6) 2015, the patient had recovered without permanent impairment. The device system was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, lot# n182665004, implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the 8709sc catheter found a catheter body hole or tear caused by the catheter connector pin. Analysis of the 8596sc catheter found sc connector coring-tears-cuts in seal which met leak criteria. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).